Manufacturer narrative:
A complaint was reported for a cardiosave hybrid iabp related to power up failure and blood back. Staff reported that the unit was not turning on but no patient harm injury or hazardous condition was identified. During investigation the reported power issue could not be reproduced however device logs showed multiple autofill failure gas loss in iab circuit and catheter restriction alarms. The safety disk had exceeded six million cycles and required replacement but parts were initially on backorder causing a return visit. Further inspection revealed dried blood inside the pneumatic interface module and on the safety disk which was considered abuse and not covered under contract. The pneumatic interface module was replaced and the device was calibrated and fully tested meeting factory safety calibration and functionality specifications with no further issues.

Event description:
It was reported that during use, the intra aortic balloon(iab) had leak, blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b3, h6 (medical device problem code) and d9.